Event description:
Reporter alleged customer had high glucose results without having symptoms so went to the doctor as a result. Customer stated his meter read 201 mg/dl compared to the dr's measurement of 91 mg/dl when testing was performed 5 minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.